Manufacturer narrative:
(B)(4). (B)(4). The device has been received. Investigation is not yet complete.

Event description:
Device issue: stent dislodgement requiring medical intervention. Time of device issue: during the procedure. Adverse event: none. It was reported that during a procedure within the proximal and distal circumflex (cx) arteries, after pre-dilatation of both the proximal and distal cx, a 2.5 x 23 mm xience v was implanted in the distal cx artery. After implantation of the stent, it was noted that the soft tip was bent. A 3.0 x 12 mm xience v was implanted in the proximal cx artery without any difficulty. Then an attempt was made to advance the 2.5 x 15 mm xience to the distal cx artery; however, the stent delivery system (sds) inadvertently disengaged from the coronary. Upon withdrawal of the sds (guiding catheter, guide wire and xience v sds) from the vasculature, the stent dislodged as it caught the 3.0 x 12 mm xience v stent which was implanted in the proximal cx. The dislodged stent was successfully implanted in the stent using the stent balloon. Ivus was performed and the physician confirmed that no further treatment was necessary within the distal cx artery and the procedure was completed. No further information was provided.